Manufacturer narrative:
On 8/29/2019, mentor became aware that the patient only suffered left side rupture, instead of the bilateral rupture initially reported. Mentor also became aware that the patient also suffered left side capsular contracture; baker grade unknown, post-operatively. Mentor also became aware that the patient had undergone bilateral removal and replacement with two unspecified mentor gel implants. On 9/24/2019, mentor became aware that the incorrect date of implantation was erroneously indicated in the initial report. The correct date of implantation for the suspect medical device has been updated to: (B)(6) 2016. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 360cc mentor memorygel breast implants, suffered bilateral rupture post-operatively. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis.